Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight, broken shell. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. And non penetrating nicks. Based on the device analysis the final assessment is: a striated edge broken on radius side assessed as surgical damage. Various striated edge openings on radius and anterior side assessed as surgical damage. Non penetrating nicks.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported right side rupture. Device has been explanted.